Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the product code and lot number of the product involved. Unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an operation for trauma on (B)(6) 2018 and a suture was used. During surgery suture breakage occurred, and a replacement was used. There were no adverse patient consequences reported. No additional information was provided.